Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product passed functional and high speed testing (100-10,000 rpms) for 10 minutes in both forward and reverse directions. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. Current draw was average for this product and overheating did not occur during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported device overheated. Event happened before a case, no injuries were reported.